Event description:
It was reported that the fixation pin would not disengage from the target block. After visual assessment, it was noticed that the fixation pin was broken.

Manufacturer narrative:
As per investigation results, it was determined that the stop pin, laser-welded to the expanding sleeve was broken due to high bending forces and hence it got detached. The fractured surface showed appearance of a forced rupture. The stop bar of the screw had heavy plastic deformations due to the collision and friction with the stop pin. Because too high torsional forces acted several times during application, too high bending forces also occurred upon the stop pin, finally leading to the breakage of the laser-welding seam between the stop pin and expanding sleeve. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or mfg related issue.